Event description:
I got the essure put in my tubes in 2003 and have had several issues since. I have sharp pains come and go. The worst is when I have my period. Nothing seems to ease it. I've never had any problems with cysts and I had to have 12 golf ball sized cysts removed from my ovaries. When I asked my doctor to remove the essure he refused to because I was too young. They were not going in the direction they are supposed to instead they were pushing against my tubes. My periods are only a day long and my doctor perforated my ovaries to make my periods longer. I have put on so much weight with them and it's extremely hard to lose the weight.